Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient stated she needed to make sure implant was working. Patient stated implant was not helping with her peeing symptoms. The patient stated she did not go to the bathroom very often. The patient stated she only went to the bathroom twice yesterday and her urine looked funny. The patient stated her urine smells and this was because she was not peeing enough. The patient got the poor communication screen when she synced with implant. The patient stated today was the first time she was getting the poor communication screen. The patient re positioned patient programmer (pp) over implant and was able to sync with implant but saw the pp batteries low screen. The patient was able to bypass the low pp battery screen to get to her therapy screen and confirmed implantable neurostimulator (ins) was on using pp. The patient stated she was unable increase stimulation. Patient services confirmed screen patient was seeing and stated she was getting a "funny face" when she tried to increase. Patient services reviewed to turn stimulation on and patient was able to increase stimulation and felt stimulation and could try changing programs. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.